Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. A device history review was completed for batch# 6319798. All inspections and challenges were performed per the applicable operations qc specifications. There were zero defects or notifications noted for any related defects during the production of this batch. (B)(4).

Event description:
Movement of the plunger on the bd loads ¿ 29g x 12.7mm insulin syringe and needle was not smooth. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation: customer returned ( 1 ) 0.3ml 29ga 1/2in bd syringe lose, without the poly bag. Customer reported the stopper didn't move smoothly. The returned syringe was examined and it exhibited a deformed stopper. There were zero (0) defects or notifications noted for any related defects during the production of this batch. Bd was able to duplicate or confirm the customer¿s indicated failure. The potential root cause could be: a condition that is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel.